Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All keypad buttons are intermittently unresponsive; the "up" and "down" buttons are affected more severely than the "ok" button. The issue began several months prior to the complaint and has gradually worsened over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and down arrow buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed moisture contamination on the underside of the battery cap. The pump failed a leak test due to a battery compartment leak. Also unrelated to the complaint, evaluation revealed that the display was faded, discolored and difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.